Event description:
It was reported that during preparation for an ablation procedure, a farawave catheter was selected for use. The catheter was unpacked, and a large amount of white powder-like substance was observed adhered on the catheter. No damage or compromise was noted to the sterile seal of the packaging. The farawave catheter was replaced with another farawave catheter to complete the procedure. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the seal was not damaged or compromised and no information was available regarding the patient since the issue occurred prior to use with the patient.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory it was visually inspected and white material was observed on the handle. The material was visually consistent with being excessive adhesive from the manufacturing process. Thus, the most likely cause was determined to be a quality control deficiency.

Event description:
It was reported that during preparation for an ablation procedure, a farawave catheter was selected for use. The catheter was unpacked, and a large amount of white powder-like substance was observed adhered on the catheter. No damage or compromise was noted to the sterile seal of the packaging. The farawave catheter was replaced with another farawave catheter to complete the procedure. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.